Manufacturer narrative:
The customer did not provide the required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. .

Event description:
The customer reported false positive results on a direct tested denka ex swab nasopharyngeal swab with the ID now covid-19 assay. Repeat testing was not performed. Confirmation testing by pcr issued by the government provided negative results. Dates of collection/testing were not provided. The customer confirmed there was no death, serious injury, or treatment delay/impact. The patient was symptomatic, fever and difficulty moving, at the time of testing. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.